Event description:
It was reported that, "when the nurse peeled the aluminum film lid of outer blister pack, the surgeon noticed a lot of spots on the inner lid."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.